Event description:
It was reported that during use on a patient, the sensor pressure disappeared after one hour. The sensor pressure was displayed without any problem when the sensor cable was initially attached. It was noted that if the cable was re-attached the iabp unit generated an "iab light sensor failure" message for a moment when the baseline appeared. There was no known harm or injury to patient and no adverse event was reported. On (B)(6), 2020 we confirmed that this complaint has been duplicated in our system. Please note that all relevant information regarding this event has been captured and submitted under mfg report # 2249723-2020-00078.

Manufacturer narrative:
On (B)(6), 2020 we confirmed that this complaint has been duplicated in our system. Please note that all relevant information regarding this event has been captured and submitted under mfg report # 2249723-2020-00078.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. A supplemental report will be submitted when additional information is provided. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during use on a patient, the sensor pressure disappeared after one hour. The sensor pressure was displayed without any problem when the sensor cable was initially attached. It was noted that if the cable was re-attached the iabp unit generated an "iab light sensor failure" message for a moment when the baseline appeared. There was no known harm or injury to patient and no adverse event was reported.